Event description:
Additional information received indicated that patient underwent surgical intervention (B)(6) 2024 where the ipg was replaced, and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Unsure if the ipg was placed in surgery mode. Troubleshooting was not able to help resolve the issue and ipg deemed inoperable. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.